Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an area in the middle of the ipg incision that has not healed. The patient was prescribed oral antibiotics and referred to a wound clinic for evaluation. As of (B)(6) 2018, the patient's wound has healed and no further treatment is expected.